Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited an out of range pacing impedance measurement greater than 2,000 ohms. The patient was to be checked on normal follow up schedule. To date, no adverse patient effects were reported as a result of this clinical observation. The device remains implanted.